Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal, scratched lens, damaged battery compartment, and cracked battery door. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was the damaged battery compartment and cracked battery door. The battery compartment and battery door were replaced along with the dso seal and lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a "faulty battery compartment and cracked door". There was unknown patient involvement and unknown patient harm/adverse event reported.